Event description:
As reported by the edwards clinical specialist, at the beginning of the transfemoral transcatheter aortic valve replacement (tavr) procedure, the physician reported feeling resistance during the insertion of the 24f sheath. In order to troubleshoot, the sheath was left in the left external iliac/common femoral area and a bsi 10x 8 balloon was expanded in the external and common iliac from the left external iliac up to the common iliac bifurcation. The 24fr sheath was placed in the left common iliac, but not advanced into the aorta. The 26mm delivery system was then advanced into the common iliac and up to the descending aorta and eventually to the ascending aorta across the native aortic valve. The 26mm sapien valve was then deployed 50:50 within the native annulus. Post tee revealed trivial central ai. Upon removal of the sheath with angiography, a left common/external iliac dissection was seen below the aortic bifurcation into the left external iliac. In order to repair the dissection, an ev3 12x 80mm stent was placed in the dissected area with a good result verified by subtracted angiography. The cutdown site was then closed in the usual sterile fashion with a good result. The patient was extubated and awake, and was able to be transferred to the ICU.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by at the site; however, per report, there was no device malfunction. A device history review (DHR) for the sheath was performed and all manufacturer's specifications were met prior to release for distribution. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The instructions for use (IFU) contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 24fr sheath is 8.0mm. In this case, the access vessel was 7.5mm and the vessels were indicated to be both moderately calcified and mildly tortuous. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the exact cause for the reported dissection cannot be confirmed; however, it is likely that the vessel characteristics (vessel diameter below indicated minimal size) in combination with moderate calcification contributed to the event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further actions are required.